Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the device never triggered replacement indicator while implanted. There were no field allegations against this device, and no hardware resets. The device failed the "stored egrams test" portion of returned products test. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, and sensing of the device commensurate with battery voltage. But failed stored egrams test, and was verified on bench magnet rate could not be obtained. The sw1 component was tested on bench and verified that reed switch would not close with normal magnet or direction. Testing found the device paced and sensed normally and had normal telemetry operations.

Event description:
Boston scientific crm received information that this pacemaker did not pass stored egrams test portion of the returned products testing, suggesting a possible performance issue.